Event description:
Customer discovered that while ventilator was cycling on a patient the 02 was set to 40% but the ventilator was alarming high 02. Ventilator was taken off the patient, patient was bagged and the ventilator was swapped out. Ventilator was taken to the biomed department to be evaluated. The biomed set 02 to 40% but actual delivered value, that was measured by an external 02 analyzer, was 70% 02.